Event description:
Pt was being dialyzed in the hospital while being treated for peritonitis. On 9/12/97, hospital staff setup pac-xtra device for pt's apd treatment. At this time, the staff rn noted the pt was somewhat hypotensive, short of breath, and drowsy. Pt's white blood cell count was around 45,000. Rn stated that she stayed in the room for 15 minutes and did not note any device alarms. She further added that she did not see the initiation of fill 1 of treatment. Charting noted around 5 hours later showed "peritoneal dialysis off". 10 hours later, rn noted indicated the pt was more short of brath, cold, clammy, slightly hypotensive and po2 had fallen. The pt coded 7 minutes later and was pronounced dead 43 minutes after that. Staff rn sated all solution bags were still full and it appeared no dialysis occurred. Cause of death listed cardiac arrest.